Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the power switch will not start. Additional notes state power switch has no alarm.